Event description:
The complainant had a cp pump placed to support a patient with acute myocardial infarction and cardiogenic shock. The pump lost its optical signal; however, this did not prompt a replacement. The pump remains in use without causing harm or injury. The incident has led the team to also investigate the console.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Console logs from the reported day of the event are consistent with the complaint. The logs show multiple instances of the following errors. The console was sent back to field service for further investigation. The reported complaint could not be reproduced. However, upon inspecting the analog output of the ccd from the optical bench, intermittent distortions in the signal (envelope/fringe) were observed. While the signal was distorted, the measured "5s" parameters were not within specifications (low snr). The root cause of the issue was identified as intermittent distortions in the optical bench signal, likely caused by a malfunction in the optical bench or its components. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. Please refer to investigation checklist for "qn: (B)(4): dv deviation. Not related to the complaint" and prior aic related complaints. Corrective actions: before returning the console to the customer, the following actions are instructed to perform: replace the optical bench. Perform a full functional check on the console and optical system.